Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (implantable pulse generator) for pain stimulation experienced a need to charge the implant daily instead of the expected every three days. Concerns were raised regarding the internal battery performance of the device. The patient performed a controller reset due to a device issue and continued to monitor the implant battery. No patient complications have been reported as a result of this event. Additional information was received from patient (pt) who reported the reason the implantable neurostimulator (ins) had to be recharged more often was due to them having to turn up the stimulation in order to help with the pain. They reported they have taken no steps to resolve the issue and the issue has not been resolved. Patient reiterated that they were having to have it set to keep them as pain free as possible. If they go back down to the level the program had it, they will still have a lot of pain. They said some pain is fine however they need to be able to walk. Additional information was received, it was reported the cause of the pain was the nerves in the patient's back. The steps taken to resolve the issue was medication, therapy and massages. The patient noted their ins had helped somewhat but the problem was it took one hour 45 minutes to 2 hours to recharge. The patient noted that after 2 hours it would be at 90%. The patient noted it was getting worse.